Event description:
It was reported that the caller was asking about bladder neurostimulator therapy. The caller asking reasons why a neurostimulator would be replaced. The caller states patient was implanted in 2012. Patient lost a significant amount of weight from diabetes. The ipg (stimulator) at this time became uncomfortable and documentation of rotation. Also, when ¿tested it¿, they determine issue with right lead . Also the ipg was too close to the skin. The patient indicated this replacement occurred in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v739070, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).